Manufacturer narrative:
The subject device is not available for analysis.

Event description:
It was reported that during removal of the thrombus with the subject device, the thrombus became fragmented, and embolization to the middle cerebral artery (mca) branches occurred due to thrombus particles. The physician tried to find the affected branches with a probe; however, it was technically difficult. No specific therapy was administered, only symptomatic treatment was administered. Post procedure the patient achieved a tici of 2b and at 24 hours the patient was assessed having a nihss of 9. The patient was discharged to a short term general hospital approximately five days post the index procedure with a modified rankin scale (mrs) of 4 and a nihss of 9. The physician assessed the patient¿s outcome to the device because pre-procedure the patient presented with a light left faciobrachial paresis and dysarthria and a nihss of 4. However, post procedure the patient¿s left faciobrachial paresis worsen and had a nihss of 9. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, embolus and neurological deficits are known risks associated with endovascular procedures and are noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during removal of the thrombus with the subject device, the thrombus became fragmented, and embolization to the middle cerebral artery (mca) branches occurred due to thrombus particles. The physician tried to find the affected branches with a probe; however, it was technically difficult. No specific therapy was administered, only symptomatic treatment was administered. Post procedure the patient achieved a tici of 2b and at 24 hours the patient was assessed having a nihss of 9. The patient was discharged to a short term general hospital approximately five days post the index procedure with a modified rankin scale (mrs) of 4 and a nihss of 9. The physician assessed the patient¿s outcome to the device because pre-procedure the patient presented with a light left faciobrachial paresis and dysarthria and a nihss of 4. However, post procedure the patient¿s left faciobranchial paresis worsen and had a nihss of 9. No further information is available.